Event description:
An endurant bifurcated stent graft system was implanted in a patient for endovascular treatment of a 6.4 cm diameter abdominal aortic aneurysm. The proximal aorta was short, angulated and conical. The access vessels were severely tortuous. The proximal aorta was 25-28 mm in diameter and 15 mm in length. It was reported that when attempting to track the ipsilateral limb delivery system over an archer guide wire, the physician encountered resistance when the wire reached the back end of the delivery system. The delivery system was removed, and another manufacturer's j-wire was passed through the back of the delivery system without issue. The j-wire was then passed through the front end of the delivery system, also without issue. The archer guide wire was then exchanged for a new archer guide wire, however, once again resistance was encountered when the wire reached the back end of the delivery system. The physician then pushed with increased force and was able to successfully pass the delivery system over the wire. The ipsilateral limb was deployed successfully; no further issues with the delivery system were encountered. The first archer wire was used successfully with the bifurcated stent graft system, without any resistance being encountered. The cause of the wire resistance with the ipsilateral system is unknown; the delivery system was discarded by the site. Additionally, there was a sizeable type ia proximal endoleak after implanting the bifurcated stent graft. The proximal region was ballooned with another manufacturer's balloon and the endoleak resolved. At the end of the procedure, a type IV endoleak was also observed. The leak type was a blush from the region of the bifurcation. The physician stated he was not concerned about the type IV endoleak; in his experience they have always resolved. No clinical sequelae were reported, and the patient is fine.

Manufacturer narrative:
(B)(4). Evaluation results and conclusion: (endoleak), (cause of event is unknown).